Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006 , d334drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a rv bipolar lead impedance warning triggered due to high and undefined impedance for the pace/sense right ventricular (rv) lead. A possible fracture was suspected. The pace/sense rv lea was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the helix of the lead was completely inside the sleevehead of the lead at the time of analysis. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix is a fixed helix and does not retract.if information is provided in the future, a supplemental report will be issued.